Event description:
The customer reported via phone call that they were dispatched through emergency medical services and hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 900 mg/dl at the time of incident. The customer treated high blood glucose with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Software 4.11c. Retainer ring black. On (B)(6), 2022, the customer alleged was hospitalized for high blood glucose and diabetes ketoacidosis. On (B)(6), 2022, (B)(4) svn: (B)(6), the customer alleged for critical open book. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace or history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. No critical pump error open book during testing. However, found in the device history on (B)(6) 2022 at 15:49:39 pump error 4 alarm and pump error 53 alarm. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer alleged for high blood glucose and diabetes ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for critical open book not confirmed; however, pump error 4 alarm and pump error 53 alarm due to software error. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.